Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the patient had an emergency room visit due to a low blood glucose event about three years ago; the patient had fallen due to the low. The patient is doing well not and does not want a follow-up. No further information is available. The insulin pump was not returned for analysis.